Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. Atthe event the patient experienced: mobility. No further patient complications were reported.